Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37082-40, serial# (b)4), product type: extension. Analysis of the extension (s/n: (B)(4)) found no anomalies. Continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37082-40, serial# (B)(4), product type extension; product ID: 37082-40, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) reported that impedance on channel 7 (0-7) were found to be faulty. An impedance measurement was taken. There was change ins the implantable neurostimulator (ins) channel and a change of electrodes. The device was never implanted. Interventions included using another extension. The issue was not resolved at the time of report. The replacement extension resolved the issue. The extension was changed during the operating procedure and no additional procedure was performed.